Event description:
Customer reported that while hospitalized due to a dog bite, he noticed that the insulin pump had stopped working. Customer reported that the escape button on the keypad was not responding. Customer also reported that the insulin pump returned an error alarm. Customer did not recall any significant events leading up to this error. Blood glucose level was 416 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had an unexpected restart alarm after battery change due to broken solder joint on interface board. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.